Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer had a leak at the needle bellows during shutdown. The volume of the leak was approximately 5 ml and was not contained within the instrument. The analyzer did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, goggles, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death or injury associated with this incident.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse had observed that the needle bellows had very low vacuum. Upon further inspection, the fse noted that the actuator on pinch valve (pv) 21 was sticking. The pinch valve pv21 opens the path from needle to waste. The fse replaced the actuator and tubing, and no further evidence of leaking was observed. The cause of the leak was attributed to the sticky actuator at pinch valve (pv21). Beckman coulter internal identification number for this report is (B)(4).